Manufacturer narrative:
All available patient information was included. No additional information was provided. Complete information for correction/removal number: rcr # 3016438761-10/06/21-003-c. Further investigation determined this event was impacted by an issue identified in architect software versions (B)(4) or earlier. A product correction letter was issued on 29sep2021 to all architect customer¿s notifying them of the issues in architect software versions (B)(4) and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to architect software version (B)(4).

Event description:
The customer reported falsely decreased architect bnp results on three patients. All three patients initially were < 10 pg/ml and repeated normal. Bnp normal range: 0 - 100 pg/ml. During inspection, it was noted that the wash zone 1 waste tubing was clogged up and the valves on the trigger and pretrigger were leaking. The waste tubing was cleaned and the valves were replaced, with no further issues. No impact to patient management was reported.